Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer recently went to the emergency room due to a blood glucose level of 689 mg/dl and diabetic ketoacidosis. Blood glucose level at the time of the call was 169 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. Caller reported that the insulin pump had a failed battery test and insulin delivery stopped. The customer's wife reported that insulin had been squirting out of the device also. Troubleshooting was declined. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.